Manufacturer narrative:
Product event summary: analysis found that three knobs were broken, sensing was low and the device powered off automatically when the battery was removed.

Event description:
It was reported that a knob was broken on the external pulse generator (epg). The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.